Manufacturer narrative:
(B)(4). Date sent to FDA: 02/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure age: 27, weight: 88 kg, bmi: 29. What were current symptoms following the index surgical procedure? Onset date? 3 months after the operation the patient was satisfied, reporting full continence and no pain. 6 months after the operation readmitted to the department with discomfort and pain due to the sling. She feels as if the sling is crushed against the vaginal mucosa. Other relevant patient history/concomitant medications no information provided. What is physician¿s opinion as to the etiology of or contributing factors to this event? No information provided. Were any concomitant procedures performed? The tvt-o operations was the only operation performed at the index procedure. Was medical intervention given for the pain management? Results? No medical intervention given for the pain management. If reoperation was performed please provide date and surgical findings re-operation: removal of the sling (B)(6) 2020. No signs of erosion. Muscular pain in the pelvic floor. What is the patient's current status? Patient admitted to a physiotherapist. Patient will be seen for a clinical control 3 months after the operation.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Was medical intervention given for the pain management? Results? If reoperation was performed please provide date and surgical findings what is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure for urinary stress incontinence on (B)(6) 2020 and mesh was implanted. At 3 months control visit, the patient is satisfied and did not have pain. In (B)(6) 2020, the patient referred from the private doctor with pain from vagina. The doctor can feel the sling mesh just(scrub) under mucosa, but there is no visible mesh erosion. Additional information has been requested.